Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was reported that the clip applier misfired, clips did not form. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.